Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s implantable cardioverter defibrillator reflected approximately sixty non-sustained right ventricular oversensing episodes over the past five months. The clinician will be following up at a later date. No further information was available.

Event description:
New information received states that the cause of non-sustained right ventricular oversensing was suspected due to malfunctioning of competitor right ventricular lead.